Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
B1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was explanted due to high threshold and low sensing numbers.

Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was explanted due to high threshold and low sensing numbers.